Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s postoperative medication was the same as that before the surgery. Now the patient¿s legs are weak, walking unsteadily, rushing forward, switch phenomenon, slightly shaking hands, and appearing hallucination after taking the medicine, and symptoms of lack of energy. The patient is currently being observed at home.